Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the end user was unable to log into the station. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server user was unable to see all the options. The customer mentioned that a newly transferred nurse was unable to pull medications, possibly due to access or system setup issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device catalog, medical device model. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see all the options. A technical support specialist dialed into the med es application server, verified user account was only assigned to area [hsi], and confirmed with customer to test and verify access at stations within that area. The system functioned as intended after the technical support specialist troubleshot the device.